Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer spouse reported via phone call that the insulin pump button was unresponsive. Customer cannot recall blood glucose at the time of incident. Customer button were unresponsive because of the insulin pump was moisture and sweaty at the theme park. Insulin pump button issue troubleshoot was not completed. Customer also reported blank display. The cause of the blank display was moisture exposure. The insulin pump was beeping and vibrating continually. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare provider instructions and the pump will need to be replaced. The insulin pump will be returning for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. Unit alarmed motor error during rewind due to moisture damage the motor home switch. Also moisture damage electronic assembly during visual inspection. Unable to perform operating current, unexpected restart error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to motor error alarms. No audio/beep or vibrate anomaly noted. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at display window corners and cracked reservoir tube lip.